Event description:
It was reported that the patient underwent surgery from c4 to c6 including a corpectomy at c4/c5 with fibular strut graft. The surgeon placed two 4.0mm variable angle screws in the plate but did not feel there was optimal purchase. The surgeon removed the screws and replaced them with two 4.5mm variable angle screws. It was reported the 4.5mm screws were binding with the plate; the surgeon was unable to advance the screws through the plate. The surgeon tried to place two more 4.5mm screws with the same results. The plate and screws were removed. A smaller plate was implanted using new 4.5mm variable angle screws. There again was some binding reported with the plate while advancing the screws but the surgeon was able to achieve optimal purchase. The surgeon completed the surgery without further incident. Surgery time was extended ten minutes. No additional patient complications were reported. The surgeon did not think the binding was due to bone.

Manufacturer narrative:
(B) (4): the plate and 4.0 screws were returned for evaluation. Visual examination of the plate and screws did not identify any functional or material defect. The major diameter of the screws were measured and found within specification. The diameter of the plate screw holes was measured and found within specification. A review of the device history records did not identify any applicable nonconformance to specification.